Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found drawer failed. A field service engineer released all pockets to remove any debris or foreign objects. Additionally, all cables were reset. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station was showing duplicate address failures. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.